Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after the intraocular lens (iol) implantation procedure, the patient experienced blurry and unclear vision. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was dysphotopsia. Attempts have been made to obtain additional information by email. A completed questionnaire was not received.